Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery was depleting quickly. Additionally, the customer experienced difficulty charging the pump with the usb charging cable. The pump was able to charge successfully while plugged into an alternate usb cable. The customer¿s blood glucose ranged between 112-180(mg/dl). Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Additionally the alleged usb adapter issue could not be verified as the device was not returned.